Event description:
Patient was admitted from post anesthesia care unit postop. This nurse set intravascular fluid pump at 85cc/hour of d51/2ns/1000cc bag. The pump delivered 1000cc over 4 hours which should of taken 11 hours. IV was set up, IV bag noted to be empty 3.75 hours later. All settings were programed correctly. Pump programing once reviewed were not accurate. Doctor and hospitalist were notified, along with charge nurse and nurse manager.